Manufacturer narrative:
Received one mw-319 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, only the inner needle was returned. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the IFU, pk1911592, the user is advised to never force the instrument into the channel. When removing the instrument from the pouch, uncoil but do not stretch. Make sure the needle tip is within the metal hub prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the mw-319 device was being used during a bronchoscopy on (B)(6) 2020 when it was reported that the needle was loose and fell out. An x-ray was used to find the component in the patient's right hilus (lung) where an additional bronchoscopy was conducted to remove the component. There was no report of injury, medical intervention or hospitalization to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.